Manufacturer narrative:
Follow-up # 2 ¿ (09/16/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/14/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/reporter contacted lifescan to report the one touch verio iq meter was giving the error 2 error message during testing with the control solution. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 the patient obtained the error message error 2 during testing with the control solution; she did not obtain a result. The patient noted this was a new, out-of-the-box, meter. The patient took the action of consuming less food and drink. The patient experienced no symptoms of high or low blood glucose levels. On (B)(6), 2014 the patient¿s blood glucose level was tested to be 121 mg/dl on another meter. The patient received no treatment or medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and received no medical attention. However as the issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.